Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient stated she was alerted by continuous glucose monitoring (cgm) and it read 218 mg/dl and her husband drove her to the hospital. Patient stated she wasn't feeling well and did not do a finger stick reading. She was admitted that evening on (B)(6) 2014 and at the hospital they did a finger stick, it showed 585 mg/dl. Patient was released from the hospital on (B)(6) 2014 after her blood glucose (bg) was under control. Patient did not calibrate according to user guide recommendations. At the time of contact with dexcom technical support, patient was doing better.

Manufacturer narrative:
(B)(4).